Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -11.0/3.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. Claim# (B)(4).